Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient¿s pacemaker, the device was found in backup vvi mode due to electromagnetic field interferences (emi). The device has reverted to its normal settings by reprogramming. The patient had no adverse consequences.